Event description:
Part of the catheter remained in the arm of the pt, which required surgical intervention for removal of the catheter. The reporter has been contacted regarding add'l info, and has not responded at this time.

Manufacturer narrative:
Conclusions - we were unable to fully investigate this incident, as the hosp would not release the sample for analysis. Therefore, we were unable to identify the root cause of the incident reported.